Event description:
Patient is a (B)(6) female who presented for elective robotic-assisted repair of incarcerated incisional hernia. She has a history of three previous hernia repairs. Her bmi was 38 and her medical history is significant for smoking, hypertension, and diabetes mellitus. During her surgery, staff were unable to open the jaws of the 8mm force bipolar instrument. The instrument was being used in conjunction with the davinci xi robot and had 6 uses left. The instrument had been grasping tissue at the time of malfunction. Staff attempted to open the jaws using an emergency wrench but were unsuccessful. They called customer service but were still unable to remedy the situation. The surgeon had to cut surrounding tissues to free the instrument for removal. However, staff were also unable to straighten the instrument so that it could be removed through the trocar. The surgeon had to extend the port incision to facilitate removing the trocar and instrument as a unit. The patient tolerated the procedure well and was discharged home the following day.